Event description:
(B)(6) had a life threatening situation intra-operatively where a particular size/type tissue valve (freestyle) was already implanted in patient. Physician needed another valve (same type and size) immediately. Team initially contacted the vendor who was not available to immediately supply the valve. Banner heart hospital was contacted. They had the requested valve in stock. Given the time of the day and the very urgent need of the valve, the valve was obtained from (B)(6) hospital due to the proximity of the facility and the urgency of the situation, and implanted in patient. (B)(6) patient tissue tracking tool completed prior to implantation. Manufacturer storage parameters (ambient) and package integrity were documented as satisfactory.